Event description:
The customer reported blood fluid had overflowed from the red blood cell mix chamber and spilled on the cassettes and pathway involving unicel dxh 800 coulter cellular analysis system. The customer stated approximately two to three milliliters (ml) of blood fluid leaked and contained within the unit. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on a laboratory coat, gloves, and eye protection. Beckman coulter cts had the customer perform drain mix procedure in diagnostics and flush with household bleach but was unsuccessful. No patient results were impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse stated the red blood cell mix chamber had clogged and troubleshooting was performed with beckman coulter customer technical support (cts). The fse verified the red blood cell chamber was draining and mixing properly. No new spills or leaks were noted. The unit conformed to the manufacturer's published performance specifications. Eval code: chamber. The customer has an exposure control/risk management plan at the facility. (B)(4).